Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 513.005, lot: f-25416, manufacturing site: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 26.september 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to astm f 899 / a 276 / iso7153-1 specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent an olecranon and dome radius left osteosynthesis. It was mentioned that they used another drill bit that was in the set that had the same diameter to complete the procedure. There was no surgical delay. The patient status was satisfactory.

Manufacturer narrative:
Additional patient ID: (B)(6). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, at the time of drilling the radial head with the drill 1, the tip of the bit split. The surgeon checks with the intensifier and it was observed that the tip was inside the radial head. The tip of the drill bit could not be removed and the procedure was continued. It was unknown if there was a surgical delay. The procedure outcome and patient status were unknown. Concomitant device: drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).